Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient replaced his wearable and after warm-up received a cgm value of 40 mg/dl. The patient proceeded to eat dinner. After dinner, the patient took at walk and noticed the cgm was alerting her to a value of low mg/dl. She thought her cgm level would rise after eating her meal. No bg meter comparison value was reported. She then started to feel dizzy and nauseous. The patient¿s daughter took her to the emergency room (ER). At the ER, the patient¿s cgm was reading low mg/dl while the bg meter was reading 160 mg/dl. She recalled one of the medical staff saying she looked like she was about to pass out. The patient was given food to eat and was treated with IV sodium. An EKG was also done. The patient was admitted to the hospital for 2 days and at some point, the patient¿s sensor was removed due to low bias inaccuracies. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when checked at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).